Manufacturer narrative:
The devices were returned and evaluated. The evaluation results are as follows: result for device #1: the complaint about the hypoglycemia event could not be confirmed. The device was tested and passed with no issue observed. The device showed no abnormalities that could contribute to the reported event. The device appears to have performed as expected. Result for device #2 and #3: the complaint about the hypoglycemia event could not be confirmed. There are no bolus clicks left and the bolus mechanism is locked out as expected. The device showed no abnormalities that could contribute to the reported event. The device appears to have performed as expected.

Event description:
The patient reported hypoglycemia during the day and night. The patient stated that she is afraid because patient knows that low sugar readings during the night is life threatening. The patient mentioned that she had removed 10 v-go around 11:00 p.m., since she started using the v-go. The patient informed that this has been happening since the first day that she started with v-go. The patient stated that the lowest sugar reading was 39. The patient indicated that she became very weak and disoriented. The patient indicated that one time she put the v-go on her skin and noticed that the v-go was empty.